Event description:
Device malfunction: difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of a heavily scarred and heavily calcified common femoral artery after an interventional procedure. Reportedly, after deploying the clip, the device could not be removed. A cut-down revealed that the device was "embedded in a calcium bed" at a pre-existing femoral-popliteal bypass graft. The device was surgically removed and hemostasis was achieved with surgical closure. There were no reported adverse pt sequelae. Though requested, no add'l info was provided.

Manufacturer narrative:
(B) (4) - improper method, pt selection (heavily calcified femoral artery) - (B) (4). The device is expected to be returned for eval. It has not yet been rec'd.